Event description:
The customer reported multiple drift correction errors, sample counts outside of limits error, and ind (indeterminate) and no value flags, for two patients' samples, involving the unicel® dxc 600i synchron® access® clinical system. The customer retested the samples on an alternate access® 2 instrument and obtained numerical results which were reported to the hospital. The initial ind (non-numerical) results were not released from the laboratory as inds are fatal flags with no numerical value generated. There was no impact to patient care associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted dispense probe #1 laying on top of the luminometer causing wash buffer to flood the luminometer. The fse replaced the luminometer and returned dispense probe #1 back into the wash arm. The fse proactively replaced the aspirate probes, peristaltic pump tubing, mixer belt and mixers, and cleaned the wash wheel and verified all probe alignments. The fse performed a passing system check but noted assay calibration failed. The fse performed a high sensitivity system check which failed both portions. The fse replaced the transducer to include the tip, incubator bearings, mixer motor assembly (including the tensioner), mixer pulleys, wash pump seals, wash pump stator, wash pump rotor and wash pump gasket. The fse performed a passing system check and high sensitivity system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Results: rotor, stator, luminometer. In conclusion, the likely cause of the ind-flagged and no-value results is contributed by operator error as the dispense probe was likely dislodged during system maintenance. The likely cause of the failed assay calibration and high sensitivity system check is due to a hardware malfunction. Although, a specific hardware component was not identified as the singular cause of the event. Beckman coulter continues to track and trend any incident related to this issue.